Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker was explanted due to unknown reasons at this time. No further information was initially provided, however, it has been requested. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker was explanted due to unknown reasons at this time. No further information was initially provided, however, it has been requested. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.